Manufacturer narrative:
Visual inspection of the returned driver confirmed one of the two tips of the driver were completely sheared off. It was stated that the failure occurred when trying to deploy the implant. When the driver is not fully seated onto the top of the implant and only half the tip interfaces into the spindle, any additional lateral movement during implant deployment, a large lateral applied force could result in the observed sheared driver tips. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, during the spacer deployment, the driver shaft bent and the tip broke. The physician promptly removed the damaged driver and replaced it with a new one. The broken driver and fragments were successfully removed from the patient.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, during the spacer deployment, the driver shaft bent and the tip broke. The physician promptly removed the damaged driver and replaced it with a new one. The broken driver and fragments were successfully removed from the patient.

Manufacturer narrative:
A comprehensive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. Visual inspection of the returned driver confirmed one of the two tips of the driver were completely sheared off. It was stated that the failure occurred when trying to deploy the implant. When the driver is not fully seated onto the top of the implant and only half the tip interfaces into the spindle, any additional lateral movement during implant deployment, a large lateral applied force could result in the observed sheared driver tips. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, during the spacer deployment, the driver shaft bent and the tip broke. The physician promptly removed the damaged driver and replaced it with a new one. The broken driver and fragments were successfully removed from the patient.

Manufacturer narrative:
A comprehensive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientifics established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. Visual inspection of the returned driver confirmed both of the tips of the driver were completely sheared off. It was stated that the failure occurred when trying to deploy the implant. It is stated that the failure occurred when trying to deploy the implant. It has been observed that when the driver is not fully seated onto the top of the implant and only half the tip interfaces into the spindle, any additional lateral movement during implant deployment, with a large lateral applied force could shear the driver tips as observed. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation. It also states to carefully inspect all instruments prior to and after use. Do not use an instrument that is visibly damaged. If an instrument appears damaged after use, confirm that no broken fragments are retained in the patient.